Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test: pass. (B)(4) bluetooth pairing test/download: passed. Data/share log available: no. Bin file analysis: undetermined - no data in the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.